Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 3.0x32mm taxus liberte stent delivery system (sds) was advanced but could not cross the unspecified target lesion. The device was removed and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)